Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges were leaking from undefined location. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.